Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-11-13 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had fallen several times lately, but the last two times they could not get the stimulator to charge again. The patient stated that they only had the recharger and they did not have the programmer. They stated that they had fallen about every week and could not tell what the exact dates were. They also reported that they had fallen about two to three times per months. The patient stated that the last time they fell was saturday night when they were admitted to the intensive care unit. The patient stated that they had trouble with their blood sugar since prior to getting their device, so when their sugar bottomed out, they would fall. The patient stated that this had been an ongoing issue. The patient indicated that the last time they charged their implant was a week or so ago. The patient stated that it didn¿t hold a charge very long either, which started about six months ago (2017). The patient stated that they had not had their unit checked since all of the falls. Patient services did troubleshooting with the recharger and the patient got the reposition antenna screen. The patient stated that they had spoken to someone yesterday from the manufacturer or the nursing triage at the doctor¿s office. The patient stated then that they didn¿t know who they spoke to, but dialed a number and called a healthcare professional. The patient stated that they were told, unless they had surgery in 30 days they should go to the emergency room. Foundation care options were reviewed with the patient for their patient programmer, however the patient stated that they would wait until they go their doctor¿s appointment. It was reported a fall/falls could be related to the issue. Patient services redirected patient to repair for their recharger, but it was reviewed since they were getting the reposition antenna screen it was possibly an ins issue. It was reported to the repair team that the patient couldn¿t turn their stimulation on or off with their recharger. It was reported that the patient¿s recharger wouldn¿t work since the fall and their stimulator itself was very moveable and painful since thursday, (B)(6) 2017. No further complications were reported/anticipated at this time. Additional information was received on 2017-11-14 from a healthcare provider and ER physician indicating that the patient needed to be seen by a manufacturing representative. The situation was discussed with the ER physician who stated that the patient did see a managing healthcare provider (hcp) this morning who directed them to got to the hospital ER and indicated that a rep would be needed to evaluate their device. There was an alleged overdischarge. No further complications were reported/anticipated at this time. On (B)(6) 2017, the patient called back and asked to be connected to repair and the patient was connected. No further complications were reported/anticipated.